Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4318, serial #: (B)(4), description: clik x anchor the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was admitted to the hospital and was placed on antibiotics. The patient underwent an explant procedure. The physician believed the infection was not device related. The patient was doing well postoperatively.